Event description:
A 3.0mm diameter x 15mm length endeavor sprint rx drug-eluting coronary stent was deployed in the mid lad of a pt with unstable angina. However, it was reported that during the procedure a dissection occurred. Another endeavor sprint rx was deployed to treat the dissection and the procedure was completed with no other issue reported. Communication received from the field confirmed that the pt presented silent ischemia at 1 year follow up. A ptca revascularization of the target vessel was performed as a result. The pt was asymptomatic at 1.5 year follow up and no other clinical sequelae were reported.

Manufacturer narrative:
(B) (4). Eval: results: (dissection).